Event description:
In 2006, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, two contralateral leg components, and an aortic extender component. In 2007, a reintervention occurred. The pt was treated with a palmaz stent to correct a type I endoleak. In 2008, the pt presented with pain to his left flank. The pt was diagnosed with viral syndrome and discharged. Upon returning home, the pt suffered several syncopal episodes and was taken back to the emergency room for eval. CT scan images revealed a 6 cm saccular infrarenal aortic aneurysm that had ruptured. The family and the physician decided that the pt would not undergo reintervention. The pt expired in 2008. Images will be sent to gore for eval.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.